Event description:
It was reported when using the bd pyxis medstation system the medication orders were not showing. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: b5, d1, d4, d5, e2, e3, g1, h4. A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication orders were not showing in pyxis. A technical support specialist determined that the issue had been resolved by disabling the maintenance database job that was running at the time the delays were occurring. They opened a pse consult on another case, and pse suggested removing the cce tracing database from the job. The customer had been on pto, and the tsc closed the case, with the option to reopen it when the site is ready to turn the optimization jobs back on. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the medication orders were not showing. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.